Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that they had multiple utis over the time they've had the ins implanted, and they weren't sure if the ins was doing what it was supposed to because they weren't emptying their bladder completely. The patient stated that over the last year they had tons of utis and "things like that" in addition to not quite emptying their bladder. The patient said their doctor's (hcp) office wants to put them on another medication, but the patient declined because they do not want to be on another medicine when the ins should be helping them. The patient's hcp's office told the patient they had access to the diagnostic information on their smart programmer, so this morning the patient opened the clinician app and were prompted to enter a password. Agent reviewed that the clinician app is meant for hcps only. Agent reviewed that the patient can access amplitude, progr ams, and MRI mode in the my therapy app. The patient became escalated when they learned that their hcp's office misinformed them. The patient asked how they could determine ins battery longevity. Agent reviewed that the patient's managing hcp can determine estimated time remaining on ins battery based on current usage and settings. The patient then stated that their managing hcp was retired and the hcp's office didn't seem to know anything about the ins.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.